Event description:
Additional information received from the patient via the manufacturer¿s representative reported that they continued to have increase foot pain that did not appear to improve since the surgery. The patient did noted that the ins therapy did help give them greater than 50% pain relief in their legs since implant of the device. The patient did see their doctor on the day of this report where x-rays and an MRI of the lumbar spine were ordered.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The patient via a company representative reported a neuropathic pain right after surgery. The patient had an intense pain in the left foot; it was the same chronic pain she normally had but way more intense. The patient woke up from surgery with intense pain in her left foot. Motor skills were fine. The stimulator was never turned on right after surgery so the pain was unrelated to the stimulation of the implantable neurostimulator (ins). The patient was given medications for the pain and when those wore off she was admitted to the hospital. The attending physician ordered a CT scan and the rep did not know the results as of the time of this report. No surgical intervention occurred and it was unknown if it was planned. The health care provider (hcp) later reported that the cervical and thoracic magnetic resonance imaging (MRI) was related to the system that was just implanted. The hcp thought the MRI being done because leads had slipped or something but didn't have further information regarding this. The patient was inpatient. The hcp didn't know if inpatient status was related to the system. The representative later indicated that the patient did not get an MRI only a CT scan. The pain was still in her left foot but she was released from the hospital on (B)(6). The CT scan showed no lead migration. The left footed pain could be unrelated. The stimulator was covering the pain just like the trial and was getting good therapy. The new pain in her foot was still there and the managing doctor will monitor the situation. The next follow up is next tuesday and they were still unsure of the cause of injury. No surgical intervention was planned. The indication for use was spinal pain. If additional information is received, a follow up report will be sent.